Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure (stent deformation). Evaluation conclusions: inherent risk of procedure (stent deformation); (root cause of the event could not be determined). (B)(4).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology - 85% stenosis and calcification). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 85% stenosis and calcification).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent (3.50mm x 30mm) to a calcified lesion in the septal branch with 85% stenosis. It was reported that the stent was ¿undeployed in the target lesion¿. When the physician removed the device it was noted to be damaged. It was reported that the physician suspected calcification led to the event. The stent was removed from the stent delivery system and was discarded in the hospital. The patient is good. No clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared. No resistance felt while loading a 0.015" patency mandrel through the inner lumen. The stent was not returned with the delivery system. Partial crimp impressions were visible on the surface of the previously inflated balloon. Negative prep was performed with no leak detected. The balloon was successfully inflated to nominal pressure (9 atms) and maintained pressure. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).